Manufacturer narrative:
(B)(4); device was not returned for evaluation. Additional information: what is the current patient status? The patient passed away. What was the original procedure? Right hemicolectomy what issues were noted during the procedure? None. The stapler line is good. How was the leak identified? It was identified on 7th day post-op. Will the device be returned for analysis? No. How was the leak repaired? Unknown. What was the site of the leak? What was the observed staple line appearance? The complete b shape of the stapler was distorted. The stapler line seems opened up.

Event description:
It was reported that following use the surgeon reported that patients developed anastomotic leak.